Manufacturer narrative:
It was reported that the event date was approximate. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set site came loose and pulled away from the adhesive during use. The adhesive remained in place, while the cannula came out of the patient's body. The patient's blood glucose levels were approximately 340mg/dl at the time of the event. To address the high blood glucose levels, the patient changed the site and administered a correction, which successfully brought the blood glucose levels back to target range. The patient did not test for ketones. No permanent injury was reported. See MFR: 3012307300-2017-01057 and 3012307300-2017-01059.